Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. Customer treated high blood glucose level with bolus. Customer declined to troubleshooting for high blood glucose level. The customer was stated that the insulin pump alarmed with motor error. Customer was followed the directions on the insulin pump screen and now had a no delivery alarms. Troubleshooting was done for no delivery alarm and the insulin was exited. The insulin pump will not be returned for analysis.